Manufacturer narrative:
Initial inspection conducted by an arjo field service engineer revealed issues with the pcb and front caster. However, functional testing under load (500 lbs) did not reproduce the reported failure. The device has been requested for return to the manufacturing site for further evaluation. Upon receipt, additional testing will be performed to establish the root cause of the event. The results of this analysis will be provided in the follow-up report.

Event description:
A customer representative (supply manager) reported an incident involving a maxi move 5 lift. According to the information provided, after the patient had been transferred to a chair and the sling used with the lift had been unhooked, the lift battery discharged. A replacement battery was installed; however, when attempting to lower the lifting arm, the device did not respond as expected. The staff reported that the lift motor could be heard operating, but the lifting arm did not move. Subsequently, the entire arm assembly suddenly dropped down. At the time of the arm drop, the patient was not suspended in the lift and had already been placed in the chair. No injury was reported and no medical intervention was required.